Event description:
The reporter stated that, the surgeon had inserted a three piece collamer lens model cq2015 into patient's eye and he kept rotating it to get it to center properly and couldn't, so he cut the lens in half to remove it and tried another cq2015 lens. There was no patient injury. The reporter stated that, the surgeon didn't know why the lens wouldn't center properly. This surgeon only uses forceps to insert the lens. This is one of two incidents that occurred with this patient. See manufacturer report number 2023826-2007-00255 for the other report.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.